Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The device evaluation confirmed the reported symptom of #8 and #9 keys not responding caused by a failed keypad. It was observed that when the #8 key is pressed an output of the #5 key is experienced, and when the #9 key is pressed an output of the #6 key is experienced. These incorrect output can interfere with the mdl drug search. The keypad was replaced. Baxter has initiated a CAPA to further investigate the issue.

Event description:
It was reported that a spectrum pump had a keypad with a #9 and #9 key that were not responding in the critical care area. It was also reported that there was no patient injury.